Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 28mm amplatzer septal occluder was selected for implant on (B)(6) 2024 using a 10f non-abbott delivery sheath. During implant the device took on a cobra shape. The device was not released from the delivery cable. The device was removed from the patient and replaced with a new 30mm amplatzer septal occluder. During implant the device also took on a deformed shape. The device was not released from the delivery cable. The device was removed from the patient. The procedure was postponed. There was some interaction with cardiac structures during the procedure. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
H6 type of investigation code 4114 was removed. H6 investigation findings code 3221 was removed. H6 investigation conclusions code 4315 was removed. An event of device deformity during implant was report. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. Information from field indicated that there was some interaction with cardiac structures during the procedure. There were no angulations or kinks noted on the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. The cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
An event of device deformity during implant was report. Information from field indicated that there was some interaction with cardiac structures during the procedure. There were no angulations or kinks noted on the delivery system. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.